Event description:
In 2008, the patient reported he has insulin in the cartridge chamber of his infusion device that he had to "pour" out. He stated there are no cracks or damage to his cartridges and his device has not given any alarms. He said this has happened consistently for the past 2 weeks. During troubleshooting, the patient stated, he has been reusing his cartridges for the past 2 weeks due to expense. The patient was advised the cartridges are for single use only. A complimentary box of cartridges was sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.